Event description:
A hospital in another country, reported that they were unable to connect the electrical adaptor to an rt104 adult breathing circuit because the pin for the heaterwire was bent. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product that is sold in the USA. The returned breathing circuit was visually inspected for bent pins and performance tests were carried out. Results: the heaterwire pins could not be observed to be bent, but could not be connected to a heaterwire adaptor because of a slightly bent pin. A lot check revealed no other similar complaints for this lot number. Conclusion: an improvement was made to the production process to prevent bent pins from passing the production test. The lot number shows that this event occurred before this production improvement was effective. Our monitoring and trending of bent pins on heated adult breathing circuits worldwide for the last year to the end of 2008 has a rate of occurrence of 0.0015%.